Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the whole wireless network was down. The wireless network was in use monitoring multiple patients. No adverse event involving patient or user was reported.